Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not available.

Event description:
Removed abg stem and replaced with zimmer stem as a result of peri prosthetic fracture.